Event description:
Rapid exchange balloon shaft hypertube broken mid shaft. Manufacturer response for coronary pta balloon, sapphire nc plus (per site reporter). Investigation upon receipt of malfunctioning device.